Event description:
It was reported that an error occurred with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset instructions, guiding them through the process. After the reset, the cgm error code did not display again, and the customer successfully started their sensor session without further issues.